Manufacturer narrative:
This MDR is associated with MDR 3005168196-2014-00232.

Manufacturer narrative:
Result: the pxslim microcatheter is kinked approximately 4.5 cm from the distal tip. The proximal constraint ball is still inside of the distal detachment tip (ddt) of the pusher assembly. There is also a piece of a broken stretch resistant (sr) wire still attached to the constraint ball. The pet-lock at the proximal end of the pusher assembly is still intact. There is also a kink in the proximal end of the pusher approximately 5.0 cm from the end of the wire where the hypo-tube tab is located. The coil is detached from the pusher assembly, has a broken sr wire, and is damaged and stretched. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that after two coils were successfully deployed with no issue. On the third coil significant resistance was encountered. Evaluation of the returned product revealed that the pxslim catheter was kinked approximately 4.5 cm from the distal tip. This kink is likely the reason significant resistance was encountered while attempting to deploy the third coil. During retrieval, the coil was unintentionally detached due to excess tensile force placed on the device when pulling back, causing the sr wire to break, detaching the coil in the microcatheter. The cause of the kink in the microcatheter is unknown but was not present when the first two coils were deployed. Therefore, the kink must have occurred during manipulation of the device in patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a procedure to treat a type 3 endoleak with the ruby coil system. During the procedure, the physician was able to deploy two ruby coils through the pxslim delivery microcatheter with no issues; however, on the third coil the physician felt significant resistance. The physician attempted several times to reposition the coil and microcatheter to attempt to deliver the coil; however, was unsuccessful. The physician then decided to remove the entire coil system and upon removal, the physician noted that the coil had detached inside the microcatheter. The physician then attempted to remove the microcatheter with the detached coil inside and unfortunately during the withdrawal, the coil migrated into the 5f diagnostic catheter. The physician then removed the diagnostic catheter to attempt to retrieve the coil; however only a portion of the coil was still in the diagnostic catheter and the rest of the coil lodged in the groin sheath. The physician then manually removed the coil by hand until all of the platinum strands were completely removed from the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.